Event description:
Sorin group (B)(4) received a report that air was delivered to the right section of the patient's heart during a procedure. Although no malfunction of a sorin device has been identified, a stockert s5 system was being used for the procedure. The patient expired.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that air was delivered to the right section of the patient's heart during a procedure. Although no malfunction of a sorin device has been identified, a stockert s5 system was being used for the procedure. The patient expired. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.